Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose in the 400 mg/dl's with polydipsia and irritability. The patient received no out of the ordinary treatments. Troubleshooting by customer support found the basal history and rates were as expected, the bolus totals matched and boluses were recorded as programmed. The bg excursion does not meet animas criteria for a reportable adverse event. Troubleshooting with customer technical support did not reveal any delivery issues but the patient discontinued pump therapy because of an alleged inaccurate delivery issue. This complaint is being reported because of the alleged inaccurate delivery issue.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 08/26/2014: the device was returned to animas and evaluated by product analysis on (B)(4) 2014 with the following results: no defect was found. Pump successfully passed a delivery accuracy test and was found to be operating within required specification and delivering accurately; unable to duplicate reported complaint. The alarm history shows typical usage alarms. The basal and boluses add up appropriately to total the tdd; showing the pump was delivering accurately until the last date used. The last bolus was on (B)(6) 2014 and the last basal delivery was on (B)(6) 2014. On (B)(6) 2014 at 10:50 a replace cartridge alarm was recorded; deliveries were never resumed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.